Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated the reported image resolution poor was related to patient and procedural conditions as imaging of the septal leaflet was reported to be challenging due to artifact from the first clip. Migration of the clip on the septal leaflet (partial clip movement) per the physician was thought to be due to leaflet insertion on the septal side being possibly close to a cleft or deep indentation (patient conditions). The reported off-label use of the device was associated with the mitraclip device being used to treat tr. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted without issue reducing tr to 1. A second clip was positioned, however post deployment the clip migrated slightly. The clip was fully attached to the anterior leaflet, with some septal leaflet still captured. A third clip was going to be placed, however leaflet insertion could not be validated due by imaging. The clip was removed and the procedure was concluded with tr being reduced to grade 3.

Event description:
It was reported this was an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted without issue reducing tr to 1. A second clip was positioned, however post deployment the clip migrated slightly. The clip was fully attached to the anterior leaflet, with some septal leaflet still captured. A third clip was going to be placed, however leaflet insertion could not be validated due by imaging. The clip was removed and the procedure was concluded with tr being reduced to grade 3.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.